Manufacturer narrative:
PMA/510k: ife, import for export. Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2020 stating, "suction button does not return (restore) properly after use", involving pentax medical suction/balloon suction control valve, model of-b206/lot number unknown. On (B)(6) 2020 pentax korea was informed that during demo at the hospital this problem occurred. There is no serious injury or death of a patient or user was reported. User also stated that: suction pressure is strong enough to come with a mucous membrane. The suction valve doesn't return to the normal position properly after use. So, it caused continuously when it isn't needed. The suction valve is used with pentax medical ultrasound upper gi video scope, model eg36-j10ur/serial number (B)(4).